Event description:
It was reported that the facility's operating room discovered a hole in the catheter during flushing of saline 0.9%. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive due to the sample condition. Three photographs were provided for investigation. One photo showed a 4fr single-lumen (s/l) groshong PICC with the stylet in the lumen. The hang tag had been removed from the catheter. The catheter was positioned outside of its designated location within an open PICC tray. An area of the photograph was circled in red near the mid-point of the catheter tubing. No damage, holes, or leaks could be observed in the catheter. The second and third photos show the kit labeling with product code 7655405 and lot #recv1361. Since the reported event could not be verified from the provided photographs, the complaint was inconclusive. A lot history review (lhr) of recv1361 showed two other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the facility's operating room discovered a hole in the catheter during flushing of saline 0.9%. No other information was provided.